Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested (B)(6) for one (1) colony forming unit of filamentous fungus for the all channel sample and five (5) cfus of filamentous fungus for the distal end sample. The sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and one (1) colony forming unit of unspecified microorganisms was identified. The distal end was also sampled and less than one (1) cfu of unspecified microorganisms was identified. The obtained results are in conformance with the requirements. The device was returned to olympus for evaluation. There was worn glue on the rubber of the bending section cover. The device failed the inspections for the angulation system (less angulation), the foam check for the channel and raiser system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."